Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown ethnicity and age who underwent breast implant surgery with unspecified mentor gel implants, reported being diagnosed with breast cancer in 2016. The patient had chemotherapy and radiation treatment which ultimately caused an unspecified damage to the implant. The side of which the breast cancer occurred is unknown. This case was not confirmed by a healthcare professional. The type of damage caused to the implant is unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.